Event description:
Respiratory technician was responding to a physicians order to adjust the peep szetting on the ventilator. Peep setting was at 5 cm. When peep dial was touched, ventilator failed tocycle. Within minutes, ventilator again failed to cycle. Ventilator was removed from service and patient's respirations were assisted with ambu bag without any change in patient status (vital signs and heart pattern) noted. Patient was placed on an alternate ventilator within fifteen minutes. Machine failed to cycle during testing procedure with manufacturer's service personnel present later, same daydevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: failure to cycle, telemetry failure, none or unknown, display board. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.